Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Caller was instructed by technical support to use multiple daily injections as backup insulin therapy.